Manufacturer narrative:
The patient's gender was not provided. (B)(4). Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 11 months post-implant, the patient went to the hospital with a severe stomach ache and dark urine. Laboratory measurements showed that the patient's lactate dehydrogenase and n-terminal prohormone of brain natriuretic peptide levels had increased. Pump thrombosis was suspected in the pump. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Evaluation of heartmate ii lvad confirmed the presence of thrombus. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus occluding the vane of the rotor body. The deposition's lack of laminated layering indicated that it did not develop at this location, and appeared to have been ingested into the pump. The deposition was denatured, indicating that is was present while the pump was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactic acid dehydrogenase (ldh). A pink deposition was identified loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined, if it were present in the pump during operation, it could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and international normalized ratio range with the use of the heartmate ii lvas. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.